Event description:
It is reported that the device was implanted in 2008, and explanted five months later. It is not known why the patient was revised.

Manufacturer narrative:
The returned devices were reviewed. It was observed that: the edge of the taper face is stripped, the circumferential taper suface has scratches/nicks on it. The bottom edge of the taper has nicks on one side and there are scratches in the neck region. The scratches/nicks are most probably a result of extraction. The mating distal stem component is unknown, and the condition is unknown. It is unknown which components were revised in the surgery. The surgical notes from the primary surgery are unavailable, and it is unknown if the kinectiv neck as implanted with the correct orientation and correct fit as per the surgical technique. The patient height, weight, and activity level are unknown. Factors which may contribute to acetabular implant loosening pertaining to the kinectiv femoral neck may be one or a combination of the following mechanisms: improper neck length and offset, misalignment of femoral stem/neck assembly, extent of mating connectivity between stem/neck/head interfaces, impingement between neck/shell interface, and patient activity post-surgery. However, no definitive cause analysis can be completed with certainty. Eval - device history records indicate device manufactured to specifications.